Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The report complaint of "leak in helium supply" is confirmed. A small leak was detected from the second stage pressure regulator during the complaint investigation which is the result of the reported issue. The root cause of the pressure regulator leakage is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff was having to change the helium tank frequently. The patient has been on the intra-aortic balloon pump (iabp) for more than 12 hours, but the staff had to change the helium tank 3-4 times within that time frame. There have been no delays in therapy, and the iabp was supporting the patient well. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the staff was having to change the helium tank frequently. The patient has been on the intra-aortic balloon pump (iabp) for more than 12 hours, but the staff had to change the helium tank 3-4 times within that time frame. There have been no delays in therapy, and the iabp was supporting the patient well. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.